Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a ncircle delta wire tipless stone extractor. The basket of the device reportedly would not open during a ureteroscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The basket sheath measured 115cm. The support sheath and the basket sheath were still adhered. The basket sheath was bent at 7mm, 2cm, 2.5cm, and 14.5cm from the distal end. A function test determined handle does not actuate basket formation. The basket formation could not be manually actuated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened. The distal end of the basket sheath was bent/wavy in appearance where the basket is located in a closed device. It appears the basket was misshapen inside the sheath, causing friction between the basket and sheath that prevented the basket from opening. The provided information stated the issue occurred inside the body, after the device was inserted though the scope. Devices are packaged with the basket in the open position, and there was no information that the basket was deformed prior to closing it and inserting it into the scope. It is likely the basket was deformed when inside the sheath during the transition through the scope. A specific cause could not be determined, but factors such as the path of the scope and interactions with other devices in use at the same time could have caused or contributed to the issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = manager of perioperative services. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, an ncircle delta wire tipless stone extractor would not open. The device was inserted into the patient via digital flexible ureteroscope when it was unable to be opened. A laser was also used during the procedure. The procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.